Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 251 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.